Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) slow helium leak. A getinge field service engineer evaluated the customer reported the unit was loosing helium, biomed changed the helium tank seal before I arrived. When I arrived I inspected the unit and found no leaks. The new seal biomed put on the tank resolved the issue. I performed a full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. No patient involvement.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) has a slow helium leak. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a slow helium leak. There was no injuries or harm reported.